Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure including linx device implantation on (B)(6) 2013. -uneventful device explant on (B)(6) 2015; it was noted there was a small paraesophageal hernia and adhesions in the upper abdomen at time of removal. -device found in correct position/geometry at time of explant. -immediately after device explant the patient had a replacement linx device implanted (model: lxmc14, lot: 8413, serial: (B)(4)).